Event description:
The account alleges that when the device is plugged into the wall outlet, an arcing condition appears at the wall outlet. There were no injuries reported as a result of this issue.

Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 1) hi (greater then 600 mg/dl) and 155 mg/dl 2) 350 mg/dl and 64 mg/dl the comparisons were performed on different dates. Customer reported low blood glucose symptoms during the 2nd comparison. He was able to self treat with gum drops and food. No adverse event related to the device was reported. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.